Event description:
It was reported that the procedure was to treat a mildly calcified 70% stenosed lesion in the atrioventricular fistula. A 4x80mm armada 35 balloon dilatation catheter (bdc) was advanced into the fistula and inflated one time to 16 atmospheres (atm) when the balloon ruptured. The bdc was removed, and another armada 35 was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.